Event description:
It was reported that for a pulmonary vein isolation (pvi) de novo faraview procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, visible air was reported. No air was seen entering the patient as it was seen when the sheath was aspirated after the farawave catheter was introduced in the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.